Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2011 and suture was used. Post operatively the patient experienced post operative complications with abdominal pain and adhesions on (B)(6) 2011 which were treated with adhesiolysis execution on (B)(6) 2011 and the event resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.